Event description:
After 3 1/2 years of cochlear implant use, this pt began refusing to use her device. The parents reported that it seemed as though she found using the device painful. Integrity testing did not show fault with the device. The healthcare provider reported that a CT scan was normal. The device was explanted and the pt was reimplanted with a new device in 2005.